Manufacturer narrative:
Customer stated the velocity is reporting false negative results for bacteria on pt samples. There were no reports of results being reported out to the physician or changes to pt management. Iris field svc engineer (fse) was sent to the customer location. The fse replaced multiple parts to correct the customer issue. System verification was performed and passed. The system was operational.

Event description:
Customer stated the instrument is reading false negative for bacteria in pt results.